Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon opening the package of a smart flex 6x100 vascular, 120cm self-expanding stent (ses), the stent tip had already been partially deployed. There was no reported patient injury. Additional information was requested but was not provided. The device will be returned for analysis.